Manufacturer narrative:
Sections with additional information as of (B)(6) 2020: updated FDA's method, result, and conclusion codes. Meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 29-apr-2020: adverse event report is being submitted due to symptoms related to diabetes - excessive thirst. Type of reportable event corrected from "malfunction" to "serious injury".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated condition improved.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. The school nurse is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of excessive thirst. Medical attention is reported as a result of the actual blood glucose results on follow up. The product is stored according to specification in the school¿s clinic. During the call a blood test was performed by the customer and produced test results of e-5 using meter. The test strip lot manufacturer¿s expiration date is 04/30/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.